Event description:
It was reported that the patient experienced urethral puncture during an original implant surgery of an artificial urinary sphincter (aus). Procedure was aborted because of this perforation. Only the accessory kit was used, no device was involved. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received. It was reported that the patient did not experience any additional adverse events. A future implant surgery is expected.